Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric and hernia repair, on tissue approximation, the thread broke immediately. The strand pulled from the needle wedge prior to taking bite of the tissue and fell into the cavity of the patient. The device was retrieved on 2 strands in a row and the needles were retrieved from the patient. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fourteen devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.